Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was a blockage in the patient line and white debris was observed at the t:lock. There was no adverse impact to customer's blood glucose level. A cartridge change and infusion set change was performed resolving the issue.